Event description:
The pt was not getting adequate coverage and impedance changes were occurring both high and low. When they went in to remove the lead, they noticed that a portion of the silicone protective outer layer was gone; it looked as though it had disintegrated. The lead was replaced.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.